Event description:
Patient reports having a pump issue where the pump started beeping with no error message on the screen and said 14.5 ml remaining, but the cassette was completely depleted when patient disconnected and examined it. Patient stated she removed the batteries and the beeping continued and wouldn't stop but was louder with batteries in. She said this is the second time she had a cassette deplete early and was worried she had received more medication than she should have. Patient stated she felt hot and had a headache but denied any other symptoms. Serial number of pump with malfunction: (B)(6). Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Did the reported product fault occur while in use with the patient? ¿ yes. Did the product issue cause or contribute to patient or clinical injury? ¿ no. Is the actual device available for investigation? Yes, upon patient return. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? Yes. Was the patient able to successfully continue their infusion? ¿ yes. Is the infusion life sustaining? Yes. What is the outcome of the event? Resolved. Pump being replaced. Reported to (B)(6) by: patient/caregiver.